Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection. It was noted that the patient removed the bandage the day after the implant procedure. The patient was treated with antibiotics and the icm was explanted. No further patient complications have been reported as a result of this event.